Event description:
It was reported that the balloon was found not to be sealed during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned wrapped around itself and the guidewire used with the balloon catheter was not returned. Visual inspection revealed that the balloon catheter of the inflation port appeared to have a hole. During functional testing, 0.014" demonstration guidewire was introduced and advanced through the catheter proximal end exited through the distal end without any friction. During inflation testing, the balloon would not inflate normally, water was leaking through the guidewire port from the opening in the inflation port. The inner shaft under the hub appeared to be perforated causing the leak and the balloon could not stay inflated due to the inner leak under the hub's inflation port. No other anomalies were observed. It is possible that the guidewire was inserted into the inflation port instead of the guidewire back port causing the analyzed puncture/leakage directly within the hub inflation port which caused the leak and resulted in the balloon failing to inflate. The physician may have perceived the observed inflation port hole as the hole in the balloon, but no anomalies were noted on the balloon section of the catheter. However, based on the limited information currently available, a definitive cause of the reported and analyzed issues could not be determined. Therefore a cause of undeterminable will be assigned to this investigation.

Event description:
It was reported that the balloon was found not to be sealed during the procedure. There were no reported clinical consequences to the patient.